Manufacturer narrative:
Patient information was unavailable from the site. Event date is approximated as it was reported to have occurred at another time which is unknown. A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, a medtronic representative was unable to duplicate the reported issue. As a preventative measure, the medtronic representative re-loaded the software. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when switching from 2d to 3d mode, the image acquisition system (ias) went into standalone. The site re-booted the system and restored functionality. The surgeon completed the procedure with the use of the imaging system. No further details regarding this issue, or specifically when it occurred, were provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.